Event description:
Healthcare professional reported right side rupture and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported right side "any creases associated with hole" observed during surgery. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
There is no rupture present for the right side. This record is no longer reportable to the FDA. There is no complaint against the device.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.